Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 759mg/d and was treated with an insulin drip. It was stated that the customer was vomiting prior to his admission. The wife stated that after checking the insulin pump and found nothing wrong; she did not want to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.